Manufacturer narrative:
It was reported that the latch mechanism failed on this unit. No injuries or any loss of sample were reported. Per customer, the cycle can be selected and start without latching.

Event description:
Customer reported that the latch mechanism would not lock.